Event description:
The intra-aortic balloon was inserted into the pt on 3/9/98 at 10:30 a.m. And removed on 3/10/98 at 4:17 p.m. The intra-aortic balloon did not malfunction. The pt had severe bleeding and a transfusion was required. The intra aortic balloon was not returned to datascope. (Event complications: bleeding/severe/transfusion required - reported 7/14/98.) (Pt's current status: discharged - reported 7/14/98.)